Event description:
It was reported that the xenon light source experienced an e103 error code, and the lamp count not be turned on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1, establishment name: (B)(6). Added to h11 due to character limitation in the respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that error e103 (ignition error) was displayed due to converter failure and main lamp did not light up. Olympus will continue to monitor field performance for this device.